Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on charged coupled device (ccd) unit and image noise. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no image and noisy image was damage to the ccd unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. The issue occurred during inspection for use. There were no reports of patient involvement.